Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2009. It was reported that the patient lost stimulation. The patient stated that she lost both her programmer and charger, and she had not recharged the ipg in months. The patient was sent a new charging system; however, it is currently undetermined whether the new charger resolved the issue. No further information is available at this time.